Manufacturer narrative:
Corrected information was provided in h.6, previously submitted a110201 code has been updated to a1104. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
The healthcare professional reported that at the start of the vitrectomy fragmentation procedure, the ophthalmic operating system screen started flickering, and the touch buttons did not work. They had to wait until the machine stopped on its own. Additionally, the surgeon noted that the probe was not aspirating. The details of patient impact have not been reported. Additional information has been requested. This report pertains to the ophthalmic system involved in the reported event.